Manufacturer narrative:
No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the therapy instrument is damaged. There was no patient present when this issue was identified. Additional follow-up determined that the damaged instrument verified prior to the case, but was not used in the future case.

Manufacturer narrative:
Analysis on the returned passive planar blunt probe resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that the support arm for marker #5 is severely bent. If information is provided in the future, a supplemental report will be issued.